Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for the report that the device failed to discharge. A review of the device's activity log shows that the device's shock button was pressed prior to the device being fully charged. The user continued to press the shock button before the device completed its charging cycle. When the device was charged, the device discharged appropriately. The device had provided a "change batteries" message to the user. It is recommended that users change the batteries in the device when this message is prompted. Its important to note that the batteries were not returned to zoll for evaluation. The device was put through extensive testing, passed the final test, and was returned to the customer. Analysis for reports of this type has not identified an increase in trend.